Event description:
It was reported that this brady lead exhibited no capture at max output due to dislodgement. This brady lead was surgically explanted and was replaced with the same model. No additional adverse patient effects were reported.